Manufacturer narrative:
Section d6a: implant date was inadvertently included in the initial report nut is not applicable for this device. Manufacturer's investigation conclusion: the reported event of damage to the power cables of the system controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis and no images were submitted for review. Provided information stated that there is a plan to replace the system controller at some point in the future due to the observed damages to the power cables. Multiple good faith efforts were sent asking if the system controller was exchanged, and if any products would be returned to abbott for evaluation. To date, no response has been received. If the controller is returned this investigation will be reopened and the controller will be evaluated accordingly. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: hs(B)(6) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate iii instructions for use (IFU) (rev. C) section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, power cable disconnect, low voltage alarms. Heartmate iii IFU (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook (rev. D) and heartmate iii IFU (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-14744.

Event description:
It was reported that the patient had a yellow wrench alarm on their mobile power unit (mpu). When hooked up to the wall, the black alternating current (ac) adapter to the mpu worked in a new unit so their mpu was changed out on (B)(6) 2022. The patient had damage on both of their power leads of their system controller. The patient had 4 areas which appeared to show wires but no alarms were active with manipulation. The coating of wires appeared intact. The white lead had 1 area of rescue tape and the black lead had 4 areas of rescue tape. Odd voltages were captured intermittently throughout the log file. The mpu was plugged into a new outlet and a new ac power cable was utilized. The alarm still occurred in the outlet and with the new cable. The system controller was planned to be replaced. The cable of the mpu was identified to have clear "possible animal" damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.